Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not perform a spin. There was an error message saying the gantry doors were open even though they were closed. The system had performed a successful spin earlier in the case with same patient. Delay information was not provided. There was no reported impact to the patient.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The rep found the winch to have a slight bit of slack. The rep tightened the cable. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.